Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels for 3 days; however, no specific values were provided. Reportedly, customer stated that they knew their bg levels were due to being on their menstrual cycle. Customer administered boluses with the pump to treat bg levels.